Manufacturer narrative:
Unit passed self-test, unexpected restart error test and displacement test. No unexpected error alarms noted. Unit power up properly after battery installation. Unit received with operating currents within specifications. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Traces of moisture were noted at lcd assembly per visual inspection. Unit received with cracked case at display window corners. Unit received with partially broken reservoir tube lip. Unit received with minor scratched lcd window. Unit received with slightly loose drive support disk. (B)(4).

Event description:
Customer reported via phone call that insulin pump was without a battery overnight due to insulin pump being blank. Customer reported that battery was replaced, an unexpected restart alarm was received. Customer's blood glucose was 197 mg/dl. Alarm history could not be viewed and troubleshooting could not be completed due to buttons not responding. Customer stated that numbers continued to scroll when buttons were pressed. Customer was advised that insulin pump would need to be replaced.